Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (stiff wire puncturing the left ventricle causing the pericardial effusion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in singapore. As reported, it was a case of an implant of a 23mm sapien 3 ultra in aortic position by transfemoral approach. During procedure, while guiding the delivery system to the aortic annulus, but before crossing the aortic valve with crimped thv, a pacing test through the left ventricle stiff wire was performed. There was no resistance or tracking difficulty while guiding the delivery system through the aorta. After this test, blood pressure started to decline and it was decided to check for pericardial effusion, which was confirmed by echocardiography. A pericardiocentesis was successfully performed. Afterwards, the tavi procedure was resumed and the valve was successfully implanted. The perceived root cause of the event is that the stiff wire caused a perforation of the left ventricle.